Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of an interlink system solution set leaked due to a crack. Furthermore, the leak was noted "mid tube". The event occurred during an unspecified patient infusion while connected to an unspecified pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.